Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a patient underwent a sling procedure on an unknown date. Post-operatively, the patient experienced an offensive discharge, urinary tract infection, and vaginal bleeding. The patient received antibiotics. It was reported that the patient recovered. No additional information was provided.